Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the airlife infant non-heated circuits (6800-503) are defective. The water trap of the said products, was harder to remove than usual .the reported incident did not happen during patient use but one of the respiratory therapist at nicu department had minor lacerations when the water trap broke while he was opening it.